Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-may-16. It was confirmed that surgical intervention is planned but not scheduled yet, and that the patient is still implanted. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2007, UDI#: (B)(4), product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver compounded baclofen [4000 mcg/ml] at 1322 mcg/day, indicated for intractable spasticity and cerebral palsy. It was reported that there was a confirmed catheter event that occurred on (B)(6) 2018. It was reported that a routine catheter dye study was done, and they determined that the catheter was not patent, despite all the troubleshooting that was attempted. It was noted that the patient is on a fairly high dose of intrathecal baclofen and that may have contributed to the catheter issue. It was stated that the patient¿s pump was close to end of service (eos); the elective replacement indicator (eri) had already occurred with an eos date of (B)(6) ¿something¿ in 2018. It was stated that at the first pump interrogation on (B)(6) 2018, there were no issues, except eri was confirmed. It was reported that after the pump was updated a few times, a review of the pump logs confirmed that a low battery reset/ reset/ safe state occurred on (B)(6) 2018. It was noted that two roller studies were performed, and the rollers did not turn properly. Technical services reviewed that due to the reset, the rollers would not be moving, as the pump had reverted to minimum rate mode. The caller reported that they also noticed that after the low battery, reset, and safe state occurred, it then stated 5 months for the eri. It was stated that they updated the pump with the intrathecal daily dose again, and did not see any current issues with the pump. No patient symptoms were reported. Technical services reviewed pertinent info per the caller¿s inquiries, and it was stated that they would confer with the healthcare provider and the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-mar-13. It was clarified that they attempted to aspirate fluid during the dye study, but no fluid came back. It was stated that the cause of the catheter issue was not determined, and had not been resolved. It was stated that as an action/intervention taken to resolve the issue, the patient was being referred for a pump and catheter replacement. It was stated that eri for the pump was expected. It was stated that to resolve the low battery reset/safe state, the pump was re-programmed to the correct dose , and the low battery reset/safe state was considered resolved at the time of the report. The patient's weight at the time of the event was unknown. It was noted that the information provided was confirmed with the physician/account. No further complications were reported.